Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported event of a loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A connection loss was reported to have occurred on (B)(6) 2017 for transmitter ID: (B)(4). A data investigation for the transmitter (B)(4) in question did not confirm a loss on (B)(6)2017. Further data investigation on the date (B)(6) 2017 in question was able to confirm a loss of connection for transmitter ID: (B)(4) which was not the complaint device. The root cause could not be determined post investigation. Investigation was completed on 08/21/2017. The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and there was no failure detected. Share data was downloaded and evaluated, no errors related to complaint observed. The reported event of loss of connection was not confirmed. A root cause could not be determined.